Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their level was in the 400mg/dl. The customer declined to troubleshoot and attributes the highs to bent set.